Event description:
The customer reported that there is no audible alarms on the monitor. There was no reported adverse event to the patient or user.

Manufacturer narrative:
The device was operational, field service engineer collected all data and run spo2 tests device was working as intended. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that there is no audible alarms on the monitor. There was no reported adverse event to the patient or user.